Event description:
The advocate stated the customer tested her blood glucose using 2 contour meters and received readings of 361 and 97 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had disposed off the test strips, so no product will be returned for evaluation. A coupon for a replacement meter was sent to the customer.

Manufacturer narrative:
The advocate did not provide a meter serial number, so it was not possible to determine the manufacture date.